Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted at medial anterior and posterior leaflet 2(a2p2). Second mitraclip was implanted at mid anterior and posterior leaflet 2(a2p2). Upon release, increase in mr was observed. An attempt was made to deploy third mitraclip nt. The clip was advanced into left ventricle and grasp attempted. On closure, increase in mr was observed. Grasping of posterior leaflet was unsuccessful. The clip was retracted back into left atrium and interaction with anterior leaflet was noted. Troubleshooting was performed and it caused the leaflet to flail . The clip was removed from anatomy. A fourth clip was placed successfully at lateral a2p2 to stabilize the second clip. The mr was reduced to grade 3 post procedure. There was no clinically significant delay . No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove (anatomy), positioning failure (leaflet grasping - clip not implanted, leaflet capture - clip not implanted), or device damaged by another device (caused damage). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove (anatomy), positioning failure (leaflet grasping - clip not implanted, leaflet capture - clip not implanted), or device damaged by another device (caused damage) appear to be related to a combination of challenging patient anatomy (significant anterior leaflet prolapse and flail, rotated heart, friable and degenerative leaflets) and procedural conditions (interaction with anatomy and implanted clip during positioning attempts, challenging imaging). The reported challenging imaging is related to challenging patient anatomy (rotated heart) per case details. The reported tissue injury is a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 21 august 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted at medial anterior and posterior leaflet 2(a2p2). Second mitraclip was implanted at mid anterior and posterior leaflet 2(a2p2). Upon release, increase in mr was observed. An attempt was made to deploy third mitraclip nt. The clip was advanced into left ventricle and grasp attempted. On closure, increase in mr was observed. Grasping of posterior leaflet was unsuccessful. The clip was retracted back into left atrium and interaction with anterior leaflet was noted. Troubleshooting was performed and it caused the leaflet to flail. The clip was removed from anatomy. A fourth clip was placed successfully at lateral a2p2 to stabilize the second clip. The mr was reduced to grade 3 post procedure. There was no clinically significant delay. No additional information was provided.